Event description:
It was reported that: pt had an anterior vitrectomy at the time of cataract extraction with a corneal problem associated. Intraocular inflammation became more apparent at the 2000 exam, with acute corneal decompensation. The pt was treated with pred forte. The doctor stated that the pt's prognosis was excellent, and the doctor did not feel this incident was lens related.